Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a moderately calcified and mildly tortuous chronic total occlusion (cto) in the right coronary artery (rca). First, an asahi sion blue guide wire was used for wiring the left anterior descending artery (lad) and another sion blue guide wire for wiring the rca. A finecross microcatehter (terumo) was placed in the mid rca. An antegrade attempt was made to cross the cto with an asahi fielder xt guide wire followed by an asahi gladius ex guide wire by sub-intimal tracking. The approach was switched to the retrograde approach. Approaching from the epicardial branch of the left circumflex branch (lcx) was selected; an asahi suoh 03 guide wire was passed into the distal rca, and a finecross m3 microcatheter (terumo) was easily positioned in the distal rca. An attempt to cross the cto was made retrogradely with the gladius ex guide wire that had been initially used for antegrade subintimal tracking. First the guide wire crossed the cto and enter into the antegrade unspecified guiding catheter. An attempt was made with the retrograde finecross m3 microcatehter but failed although the retrograde gladius ex guide wire was successfully trapped in the antegrade guiding catheter. Therefore, the tip-in technique was to be used antegradely, with an asahi corsair pro xs microcatheter first and then a turnpike gold microcatheter (teleflex). Then, a trapliner guide extension catheter was added to support first the corsair pro xs microcatheter and then the turpike gold microcatheter. However, neither the former nor the latter could cross the lesion although both of them were successful in tip-in. As crossing attempts with the subject corsair pro xs microcatheter looked ineffective, a decision was made to remove the microcatheter. During withdrawal, resistance increased between the corsair pro xs microcatheter and a retrogradely used gladius ex guide wire, causing the whole system to get stuck to each other. As traction was applied on the antegrade corsair pro xs microcatheter, the retrograde finecross m3 microcatheter entered the lesion, leaving the microcatheter and the guide wire unremovable. An additional surgical treatment was provided to remove the devices. It was informed that the patient was hemodynamically stable. It was also informed that the physician was aware that the reported event was not associated with the device defect.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device had not been returned yet. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that bending stress and pressing stress were applied to the subject corsair pro xs microcatheter due to anatomical and lesion conditions, temporarily reducing the catheter lumen in size. Consequently, the subject microcatheter and the concomitant guide wire got stuck to each other. Although it was concluded that this event was not attributed to product quality, it was concluded that removal of the devices by surgical treatment was an additional treatment and therefore reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] ~ withdrawal difficulty.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported corsair pro xs microcatheter was returned for investigation. The returned corsair pro xs microcatheter was found with two concomitant guide wires inserted inside. One of the guide wire was coming out of the catheter tip for approximately 78mm, while the other guide wire was coming out of the proximal end of the catheter for approximately 680mm. The distal segment of the subject corsair pro xs microcatheter revealed that the concomitant guide wire was artificially cut off at approximately 78mm distal to the catheter tip. The polymer jacket of the corsair pro xs microcatheter was torn off and gathered at approximately 53-61mm from the catheter tip. Microscopic observation of the tip segment of the subject corsair pro xs microcatheter found that the distal tip was flipped back and the tip lumen was reduced in size. X-ray observation of the distal tip segment found disarranged braids. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that pushing stress generated with catheter manipulation during attempts to cross the calcified lesion might have been locally accumulated to the distal segment of the subject corsair pro xs microcatheter due to anatomical conditions. Consequently, the distal tip of the catheter was flipped back and the tip lumen was reduced in size, causing the catheter and the concomitant guide wires to get stuck to each other. Although it was concluded that this event was not attributed to product quality, it was concluded that removal of the devices by surgical treatment was an additional treatment and therefore reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) ~ the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.) [Malfunctions and adverse effects], ~ withdrawal difficulty, ~ trap with guide wire.